Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level increased to 933 mg/dl. Customer delivered a correction bolus via the pump and manual injection in an attempt to address elevated bg. As a result; the customer went to emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with no permanent damage. Customer declined to troubleshoot the issue occlusion issue further with tandem technical support, therefore no additional information was obtained.